Event description:
It was reported that a titanium pl cage deformed during insertion. The procedure was completed successfully using a replacement with a two minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Additional data: d9, h3. H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.